Event description:
It was reported that during implant attempt, the physician noted that the rv (right ventricular) lead helix was not working. Specifically, at times he would retract the helix under fluoroscopy, but he would then have to turn the entire lead body to disengage from tissue. The physician watched the helix retract fully under fluoroscopy, but then see the helix extended again after a short time despite not extending the helix with the pinch-on tool. It was noted that the patient had tortuous anatomy, and that the lead kept getting hung up in the ventricle. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).